Event description:
It was reported that the device seems to have a normal or lower than expected battery drain. The device remains implanted and monitored. Patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.